Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional product code: hwc. (B)(4). (B)(4). The complainant indicated the helical blade cut out of the femoral head and the patient was revised due to pain and non-union. In addition, during the removal a subtrochanteric fracture was identified. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) manufacturing date: 05-oct-2015 , expiration date: 31-08-2024 , part #: 456.358s, lot#: 9910211 (sterile) - 10mm/130 deg ti cann troch fixation nail 380mm / right-sterile. Quantity (B)(4). Lot was release to the warehouse on 05-oct-2015. Work order no. (B)(4) was issued on 22-sep-2015 for qty (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) of the right hip utilizing an intramedullary nail was performed on an unknown date. Subsequently the helical blade cut out of the femoral head and the patient was revised on (B)(6) 2016, due to pain and non-union. The helical blade, the nail and one 5.0mm locking screw were removed intact. The initial plan was to revise the patient with a total hip prosthesis. During the removal a subtrochanteric fracture was identified, and the patient was revised with a trochanteric fixation nail. There was no reported surgical delay. The procedure was successfully completed with the patient in stable condition. This complaint involves 3 devices. This report is 2 of 3 for (B)(4).